Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega needle driver instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection did not reveal any damage. The instrument grips were manually manipulated, and the grip tips opened and closed properly. The instrument was tested on an in house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Functional testing confirmed that the grip tips were able to grasp and hold as intended. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver instrument was going the opposite way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient injury or visible damage to the instrument, including jaws, tips, or cables, was reported. The issue was resolved by replacing the instrument.